Manufacturer narrative:
Concomitant medical products: 407645 lead, implanted: (B)(6) 2018; 680r26 annuloplasty ring, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was exhibiting t-wave oversensing (twos). The lead remains in use. The patient is a participant in the attain stability quad clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The lead was reprogrammed which reportedly resolved the twos.